Event description:
It was reported that the device was alarming incorrect syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the device was cracked on top case by the tube holders and lower left front corner, also cracked on right plunger case and battery door. Case bottom cracked by l bracket and left plunger and case has broken screw boss. During the syringe delivery testing and syringe calibration verification, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced barrel clamp head and barrel clamp head screws as a preventive measure. Performed preventative maintenance and all functional testing which passed. (UDI) are unknown. No product information has been provided to date.